Event description:
Report of pediatric heated wire ventilator circuit melting while in use on a pt in the pediatric ICU. No negative pt related issue reported.

Manufacturer narrative:
Unfortunately, no sample is available for eval and info received from the customer stated that she believes the sample has been thrown away. However, samples of the process were reviewed and no problems were found related to the issue reported. A DHR review could not be conducted since no lot number was provided. Based on the limited info provided, we are unable to determine the cause for the issue reported. The product label does indicate that objects such as heavy tapes, towels, or bed linens may over insulate the circuits, impede normal heat convection, and cause damage to the tubing or interruption of gas delivery to the pt such as that which was reported in this incident.